Event description:
Reference MDR #1036844-2011-00213 for the first event and MDR #1036844-2011-00215 for the third event involving the same patient. It was reported that the procedure was being performed in the (B)(4) neonatal department. During the second insertion attempt, the physician was attempting to thread the catheter over the spring wire guide (swg). At which time, the catheter would only pass through the hub. As a result, everything was removed and a new kit was opened.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.